Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.7 cm diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 28 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 17 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 9.4 mm in diameter. The aortic neck angle was 15 degree. It was reported that during the index procedure, a proximal type I endoleak was identified. The physician decided to implant another manufacturer¿s aortic cuff. The endoleak diminished however, was still present. The physician commented that a 36 cuff was not implanted as the patient had a reverse-tapered vessel. The physician believes that the endoleak will self-resolve. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. It was reported that on the patient¿s follow up CT scan, the endoleak had self-resolved.

Manufacturer narrative:
(B)(4).